Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the pocket was red and swollen after implant of the device. The device was explanted. Patient&#38112;condition was stable.